Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message with a red display screen. This resulted in an audible alarm to alert the caregiver of the error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The device evaluation found water ingress in the pneumatic block. The pneumatic block was replaced to address the issue. A review of the device logs confirmed the reported complaint and revealed the occurences of system fault error messages (sf 147 and 197). The investigation determined that the reported event was due to water contamination of the pneumatic block. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).